Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The device was received in two sections due to a break which had occurred in the hypotube. The break was located at 15.9cm distal to the strain relief. Both sections of the break were kinked at various locations along their lengths. It is noted that the break and kinks that were identified are all consistent with excessive force having been applied to the shaft. Visual examination of the bumper tip found no damage or issues with its profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent identified no damage or issues with its profile. The stent was securely crimped onto the balloon. A visual and tactile examination of the outer and midshaft section found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 21-aug-2015. It was reported that crossing difficulties were encountered and shaft kink occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 24x2.75mm promus premier¿ stent was selected but could not cross the lesion. After several attempt to cross the lesion, it was noted that the shaft got kinked at 10cm from the hub to the distal side. The procedure was completed using a non-bsc stent. No patient complications were reported and the patient¿s status was good. However, returned device analysis revealed hypotube break.